Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) twice due to a sudden high out-of-range pace impedance measurement greater than 3,000 ohms. It was noted that this lead was implanted in 2004. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service at this time. No adverse patient effects were reported.